Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unknown posterior fusion surgery, post-op, kyphoscoliosis was observed. Patient underwent a surgery using cage at l4/5. Post-op, the patient had pain in the right lower extremity because the cage protruded at l4/5 to the right side more of the vertebral body. As a result, revision surgery was performed to readjust the cage to its position. Patient symptom recovered after the cage was pulled out about 1 cm from the original position in the revision surgery. No patient complications were reported as a result of the event.